Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that she has received sensor and calibration errors. Customer does not recall any significant events leading to the error. Customer's blood glucose was 400 mg/dl at the time of incident and the day before was 78 mg/dl to 172 mg/dl. Troubleshooting found that the customer had a crimped cannula. The customer was advised that the sensor would be replaced and to return the product for analysis.